Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed a high pot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation the electrode belt failed a high pot test. The cause was a shorted trunk cable. The root cause of the shorted trunk cable was unable to be positively determined, but was likely caused by physical abuse. No adverse event occurred due to the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.